Event description:
A patient reported experiencing post-surgery pain following implant of evoke spinal cord stimulation (scs) trial system. The patient¿s scs system was explanted prior to any programming.